Manufacturer narrative:
The subject device was received and evaluated at service repair olympus japan. Device inspection, the following findings were noted: device inspection determined the insertion section was found crushed. Bending angle is insufficient due to the elongation of the angle wire. Curve tube was found crushed. The customer reported issue was confirmed. In addition, device inspection and evaluation found the coat of the insertion tube unit is peeled off. The channel cleaning brush check failed, unable to pass through channel due to the forceps channel is crushed. The watertightness of the operation part (suction port base) is not maintained and the ig (image guide) bundle is significantly broken. Furthermore, there are scratches on the eyepiece , grip , angle lever , ud plate, vent under the grip and light guide cover due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request for device insertion part damaged. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported. Device evaluation found the coating of the ig (insertion guide) tube is peeled off. This report is being submitted for coating of the ig (insertion guide) tube is peeled off.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the bending section cover was serviced via repair in february 2020. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. However, it was surmised that the coating of the insertion tube was peeled off by stress of repeated use, external factors and or handling. In general the customer is required to check the function of all devices used and have a replacement readily available prior to a procedure. Olympus will continue to monitor complaints for this device.